Event description:
A malfunction was reported, indicated by the malfunction code "malf 15," which was associated with a software error. There was no adverse impact on the customer¿s blood glucose level. Technical support provided instructions for resetting the pump, and the customer successfully reset it without the issue recurring. The customer was advised to continue using the pump and to contact technical support if the issue should happen again.